Manufacturer narrative:
Information suggests that this lead is not available for return. Attempts to obtain further information was performed however unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged as confirmed through chest x-ray. The physician explanted this lead and successfully implanted a new lead. No additional adverse patient effects were reported. This lead is no longer in service.